Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 487 mg/dl. The customer stated that there blood glucose was going down to 300 mg/dl and more. Customer stated that insulin pump was working but reading was off. Customer was not using the insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was unknown at the time of event. The device will be returned for analysis.